Event description:
Physician placed exam lamp approx 4 feet from pt's head and within seconds the pt's hair started smoking and discoloring, the hair being singed also let off an odor. When the light was removed and turned off the smoking stopped. Patient is stable, biomed called stat. Lamp was removed from service and biomed repaired light. Ed manager called patient back, no compliant about hair.